Event description:
A pt had bilateral iliac aneurysms and since the pt was young the physician wanted to save at least one internal iliac. The physician coil embolized the right internal iliac and then used a renu converter up the right side in 2008. Two 12mm extension limbs were used to land in the right external iliac. On the left side the physician used a 24mm occluder in the proximal left common iliac to occlude it and then used another manufacturer's stent as an endovascular bypass from the left internal to the left external iliac. There was a good seal so the physician the did a fem-fem bypass. A week later the pt came in for a follow up CT and the distal right limb looked like it was a little kinked. The physician told the pt that he needed to come back so they could place a stent to straighten things out and the pt said he didn't want to. A couple of days later the pt came back in for another follow up CT and the entire stent graft, fem-fem, and other MFR's stent were occluded. The physician has since transferred to another hospital so the follow-up physician decided to explant the graft rather than trying to remove the clot. The explant was done in 2008. As of 2008, pt has a lot of infection throughout body.

Manufacturer narrative:
Each zenith device is shipped with instruction for use listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The leg extension graft was received inside a zenith renu converter and both were in good condition. Once the leg extension was removed from the renu graft, the leg was noted to be offset or kinked, between the two distal stents. An internal clinical review indicated that the event was caused by kinking as a result of pt's anatomical factors. We have notified the appropriate individuals and we will continue to monitor for similar events.